Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the display screen was faint. It was also noted that the power cord door was missing, the system fan was noisy, the stylus was missing and there was limited wireless interrogation due to the radiofrequency transceiver. (B)(4).

Event description:
It was reported the screen bulb was not working. The programmer was returned for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.